Event description:
As patient was being reinfused from hemodialysis machine, a cloud of smoke was seen from behind machine. Dialysis immediately stopped and approximately 200cc of blood remained in tubing. Machine removed from service-checked by biomedical - company notified and new electrical panel ordered.